Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the cutter would not cut the vitreous. Aspiration was present. The product was replaced and the procedure was completed without consequences to the patient. Additional information and product sample have been requested.

Manufacturer narrative:
A review of the related device history record for the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there was six other complaint for the reported issue. One complaint sample was returned for evaluation. The complaint sample was visually inspected and deemed conforming. An actuation test was performed and deemed nonconforming. The cutter does not open or close completely. An aspiration test was performed and deemed conforming. A cut test was performed and deemed nonconforming. The cut pulled the tissue and was not clean, leaving strands. The probe was disassembled and the components inspected. There was approximately 20-30 minutes of wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photo. There was no resistance felt when removing the inner cutter from the needle. There were gouge marks at the bend area and cutting edge of the inner cutter. The extension was able to be pulled out of the coupling. The complaint evaluation does confirm the probe had a problem with actuation and cutting, which can be attributed to the customer¿s reported event. The cause of the nonconforming actuation and cutting can be attributed to the separation of components within the probe. It appears that after approximately 20-30 minutes of use, the adhesive bond failed causing the extension to detach from the coupling. An investigation has been completed and action is presently being implemented to reduce the frequency of probe complaints. All probes are 100% inspected for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).